Manufacturer narrative:
This report was reported in error under the alternative report number e2012039 on 1/30/2014. H3 other text : device not returned

Event description:
It was reported that the system 4/5 large battery was allegedly smoking while on the battery charger. There was no patient involvement and no adverse consequences associated with the device.